Event description:
Levophed was being infused via a symbiq pump to a patient. The patient required levophed at titrated dosages to keep his/her blood pressure stable. The symbiq pump failed and the malfunction code of s321 was displayed. The patient's blood pressure dropped significantly and the pump was pulled from service. A new pump was obtained and the levophed infusion was resumed. The patient's blood pressure was stabilized. The cause of the failure was found to be a defective motor. The pump will be sent for factory repair because motor replacement can not be done in the field.====================== manufacturer response for infusion pump, symbiq======================malfunction log indicated code s321 and the unit's motor was replaced.